Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within acceptable range. The customer stated the sample was from an outpatient which was spun in another site and transported over to this site. The sample was processed without re-spinning. Upon the ccc specialist's instructions, the customer visually inspected the sample tube and found traces of fibrin and other interfering substances in the sample. The customer re-spun the sample and reran it on both the original and the alternate instruments, and the results were acceptable. The cause of the discordant, falsely low na results was due to sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00182 was filed for the same issue.

Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on two dimension vista 500 instruments, when run in duplicate. The discordant results were not reported to the physician(s). The sample tube was re-spun and re-run on the same instrument and the alternate instrument, resulting higher. The repeat result obtained on the original instrument was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.